Manufacturer narrative:
Additional information: according to the information received, the device is no longer providing sufficient benefit to the patient. Reportedly, a complete insertion of the electrode array could not be achieved at implantation due to the presence of cochlear ossification and a metallic foreign body in the cochlea, i.e. A burr tip which had broken during implantation surgery. Diagnostic imaging confirmed the partial insertion within the cochlea. However, it remains unknown how many electrodes were left extra-cochlear. Despite these issues, the user could previously benefit from the device and in-situ measurements were within normal limits. The recipient has been successfully implanted on the contralateral side, while the concerned device remains implanted.

Event description:
CT imaging showed some electrode channels in the hypotympanum. It was previously reported that the channels migrated out of the cochlea. Additional information received on 26 march 2018 stated that at implantation surgery a complete insertion could not be achieved due to the presence of the burr tip in the cochlea. Based on the imaging results, it was assumed that at least 3 electrodes were outside the cochlea; however it cannot be determined exactly how many channels were inserted because one turn and half of the cochlea were ruined trying to extract the tip of the burr. The user has had perception with the device, also in the high frequencies, but with high comfort levels. Per new information the user was not re-implanted on the same side as previously reported. The device and the burr tip were left in place. The user has been implanted on the contralateral side.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A migration of some electrode channels in the hypotympanum was visible on the CT imaging. The rest of the electrode is still in basal turn of the cochlea. The user has perception, also in the high frequencies, but with high comfort levels. An expert surgeon explanted the device on (B)(6) 2018. There is no way to have a better insertion or improve of the electrode position. The expert surgeon recommended and performed an implantation in the contralateral side.

Manufacturer narrative:
As per additional information received, a further migration of the active electrode is confirmed by radiological imaging. Furthermore, in-situ measurements show an increas of hi channels over time. A damage to the active electrode likely caused by minute device mobility is suspected. Apart from that the previously reported results do still apply.

Event description:
Please refer to previous reports. Additional information: per additional information received in (B)(4) 2018 the user has no hearing perception with the device on the right side. Imaging results showed only 6 electrodes inside the cochlea. Previous imaging results indicated that 3 channels were outside the cochlea. Due to the broken off burr tip, no further explantation is planned by the clinic. As previously reported the user has been reimplanted on the contralateral (left) side and no problems have been reported.